Manufacturer narrative:
Manufacturer ref: #sf(B)(4). Trended case conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. This is an initial report. A final report will be submitted upon completion of investigations.

Event description:
It has been reported that on (B)(6) 2023 (estimated date)- charger with usb port sn (B)(6) was reported by member to be smoking and cable melted. Member was able to wear hearing aids without a problem. No further information given.

Manufacturer narrative:
Manufacturer ref: # (B)(4). Technical conclusion: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Device investigation conclusion: a returned apollo 5.3 c-1 charger shows signs of deformation and overheating in the area surrounding the usb c connector, with the connector of the charger and cable fusing together. Due to the failure mode of the device, the cause for the formation of the short-circuit which led to the subsequent failure is not able to be determined. Though the damage sustained due to the failure is limited, due to the temperatures reached is insufficient to cause more severe symptoms other than deformation and discoloration. A short-circuit will emit heat when the cable is connected to the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Trended case conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Risk evaluation: based on the information provided this appears to be a known risk which is covered by an existing CAPA 0616. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Clinical evaluation: it was reported that the charger was smoking, and the cable melted. Hearing aids still work. There is no report of harm to the user, or their property. It is unknown if original accessories were used. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. This is a final report and no further follow up is expected.

Event description:
It has been reported that on (B)(6) 2023 (estimated date)- charger with usb port sn (B)(6) was reported by member to be smoking and cable melted. Member was able to wear hearing aids without a problem. No further information given.